Manufacturer narrative:
No patient information provided. Customer will be contacted.

Event description:
As per (B)(4) before a clinical procedure a dental implant displayed a discoloration and did not come in contact with a patient.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter, g3 for awareness date. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.